Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. The patient recently fell at his place of residency. The patient's physician indicated that the trauma from the fall may have contributed to the high lead impedance event. X-rays were not taken to evaluate the integrity of the device. The patient had a end of service generator replacement surgery in (B) (6) 2009. Diagnostic tests performed with the old generator in (B) (4) 2009 prior to replacement revealed proper device function. Surgery is likely to occur where the connector pin will be reinserted in to the header block or the lead will be replaced to resolve the reported event.